Manufacturer narrative:
(B)(6). (B)(4) for the reported issue of clip failed to separate from catheter. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used to treat a gi-bleed within the duodenum. According to the complainant, during the procedure, the clip was deployed at the bleed site, but it failed to release from the delivery catheter. The device was removed with the clip attached to the delivery catheter, and then the case was completed by placing two resolution clip devices. Reportedly, the patient's anatomy was tortuous, but the scope was not in a retroflex or torqued position. Additionally, no damage was noted to the packaging or the device upon removal from its packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additionally, the patient's current condition was reported as being very well.